Manufacturer narrative:
The product was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility that the tip of the device broke at the junction of the suction tubing. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device has not yet been returned by the customer.

Event description:
It was reported that during a surgical procedure at the user facility that the tip of the device broke at the junction of the suction tubing. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.